Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has a motor fault operation failure. The customer determined the most likely cause of the event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. The reported issue was able to be confirmed and duplicated. The turbine differential pressure transducer pt800 is failing calibration. The output differential voltage is outside of specifications. This issue will be internally investigated within carefusion.